Event description:
The manufacturer received information alleging a patient death involving a trilogy evo ventilator. The device has not been returned to the manufacturer. At this time, we are unable to determine if a malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.